Manufacturer narrative:
Results: faulty head right load cell. Faulty display cable assembly. Scale was not calibrated correctly.

Event description:
It was reported by service report that the scale was not working. It is unknown if there was pt involvement or adverse consequences to report.